Event description:
It was reported the asymptomatic patient presented in clinic for implant. During procedure, it was observed the stylet couldn't be inserted into right ventricular lead. It was suspected the residual tissue obstructed the insertion of the stylet. A replacement lead was used to complete the procedure. The patient was stable.

Manufacturer narrative:
The reported event of failure to insert stylet into the lead was confirmed. As received, a complete lead was returned in one piece. Analysis found blood restricting the insertion of the stylet at the distal region of the lead. The cause of the reported event was isolated to blood in inner coil.